Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that she ran control tests with the contour® next gen meter. No specific readings were provided. During the troubleshooting, three control tests were run and readings of 149 mg/dl, 172 mg/dl and 186 mg/dl were obtained. The meter did not automatically mark any of the control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour® next gen meter (serial # (B)(6)), contour® next test strips (lot # 4fheg03a) and contour® next control solution (lot # 4bv2g30) for evaluation. An in-house testing was performed with the returned meter, test strips and control solution in five replicates. All tests recovered within the expected control range of 111 mg/dl to 139 mg/dl. The control results obtained with the in-house testing were properly marked as control tests in the meter.